Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer stated that the insulin pump bolused 10 units of insulin without his knowledge. Customer's blood glucose levels were not included in the report. Product is not being replaced.